Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula, which they tried to treat with a bolus via the pump and multiple daily injection. Consequently, on (B)(6) 2022, she went to the emergency room with blood glucose level of 600 mg/dl and was subsequently hospitalized. On (B)(6) 2022, she was released from the hospital and had no permanent damage. She stayed in the hospital for four days. Moreover, on (B)(6) 2022, she again went to the emergency room with blood glucose level of 500 mg/dl and was subsequently admitted in the intensive care unit, due to a bent cannula. The infusion set had been used for five hours for both the events. During hospitalization, for both the occurrences, she received fluids of saline, insulin, and potassium intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, she was released from the hospital and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.